Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low sensor reading on the adc device, compared with the built-in precision. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by administering insulin. There was no report of death or permanent impairment associated with this event. A sensor result of 4.40 mmol/l was compared to an adc device reading of 14 mmol/l, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.